Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. E1: patient country: argentina, patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced thirteen infusion set cannula was bent event on (B)(6) 2024 and was hospitalized due to hyperglycemia. The blood glucose level was 580 mg/dl at the time of event. Patient was treated with insulin pen. The length of hospitalization was greater than 24 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.